Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a new tissue valve was implanted in the aortic position. The patient had an existing tissue valve implanted in the same position. The old valve was explanted.

Manufacturer narrative:
Updated data: a4: weight in lbs: b.1: 1. Adv evnt/prod prob: b.5: event description b.7: relevant history h.6: coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the reason for replacement as aortic stenosis, a mean gradient of 50mmhg, pannus o vergrowth and severely restricted leaflets. It was also reported that the patient had symptoms of dyspnea and fatigue. No additional adverse patient effects were reported.